Event description:
It was reported that this rv lead exhibited loss of capture. There was no asystole. Capture was obtained at the maximum output, but capture threshold was very high. The pacing impedance also dropped dramatically. Evidence indicates a lead integrity issue, a possible lead insulation break. This rv lead was implanted on (B)(6) 2012 and remains in service at this time. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).